Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that the patient had a double breast biopsy for two different breast masses. Markers were placed successfully. Upon completion of the post biopsy mammogram to ensure the correct placement of the markers, it was noted that one marker was actually an x shaped marker and not a top hat marker that the packaging stated. The patient was not injured or misdiagnosed as a result of this. Additional information from the facility states "it might have been an issue with multiple markers in patient and nothing is wrong with hologic devices."